Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the right atrial (ra) lead failed to obtain satisfactory threshold and p waves sensing values with multiple implant attempts. Both the threshold and sensing values were inconsistent. The ra lead was not used and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported events of unacceptable threshold and p-wave amplitude variation were not confirmed. A complete lead was returned in one piece. Final analysis found no indication of conductor fractures or internal shorts. All tines were intact and undamaged. No lead anomalies were noted.